Manufacturer narrative:
Reason for reoperation: capsular contracture (baker grade iii) a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Rupture was observed at the time of explant.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Rupture was observed at the time of explant.

Manufacturer narrative:
Additional information was received from the healthcare provider stating that the capsular contracture initially reported as baker grade unknown is now a baker grade IV. Additional information was received from the healthcare provider stating that the contracture occurred on the left side. Additional information was received and product identifiers, including serial number, were updated.

Event description:
Additionally, healthcare professional reported capsular contracture baker grade IV on the left side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported capsular contracture of an unknown baker grade on an unspecified side. The device remains implanted.